Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "significantly smaller than right side", "pain", and exchange from textured to smooth implants due to the patient¿s concern with the product.

Event description:
Patient reported left side is "significantly smaller than right side", "pain", and exchange from textured to smooth implants due to the patient¿s concern with the product. Patient additionally reported "bacteria overgrowth in small intestine (results of recent colonoscopy)", "must wear a compression bra to perform daily functions", "breast implant illness"; these events are not device related. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.